Event description:
A customer noticed an incorrect display of patient images in raystation during treatment planning. This had no effect on patient treatment, but the malfunction was reported to the manufacturer as a safety complaint. This notice concerns an issue found with the display of secondary image sets in a side-by-side view in raystation/rayplan 6, 7, 8a, 8b, 9a, 9b including some service packs. The primary image set may be displayed instead of the secondary image set.

Manufacturer narrative:
A software implementation error has been identified. In the structure definition module, registered image sets can be viewed in a side-by-side mode. A 4d image set can be viewed as a "cine loop", running through the 3d image sets as a sequence. If a new primary image set is selected while the "cine loop" is running, the primary image set will be displayed as both primary and secondary image set in all side-by-side views. This will also be true for any new patient case opened while the "cine loop" is running. The error will persist until raystation is restarted. In the event that a clinical decision is based on incomplete information due to the bug, this could lead to harm through inappropriate target delineation during treatment planning or continued treatment with a plan that would otherwise have been adjusted. This could lead to local over-dose in a risk organ or local under-dosage to the target.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00006 90375 rs secondary image view. A customer noticed an incorrect display of patient images in raystation during treatment planning. This had no effect on patient treatment, but the malfunction was reported to the manufacturer as a safety complaint. In the structure definition module, registered image sets can be viewed in a side-by-side layout. A 4d image set can be shown as a "cine loop", running through the 3d image sets as a sequence. The cine loop is started by clicking the play button in the lower left corner of the view displaying the 4d image set. If a cine loop is started in the view of the primary image set, the same cine loop will be displayed in all sideby- side views, i.e., also in the view of the secondary image set, regardless of which image set is selected as secondary. If a new primary image set is selected while the cine loop is running, the primary image set will be displayed as both primary and secondary image set in all side-by-side views. This will also be true for any new patient or case opened while the cine loop is running. The error will persist until the affected instance of raystation/rayplan is closed.